Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -7.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021, the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. Cause reported as other.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
B5: the cause of the event is uncertain. Claim# (B)(4).